Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection with naked eye noted the spike was separated from the main body (flow control barrel). There was evidence of solvent on the threads of the main body indicating solvent was present at the time of assembly. The reported condition was verified. The cause of the condition was determined to be manufacturing related to insufficient solvent application. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spike of titanium transfer set separated from the flow control barrel. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.